Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set "unscrewed' from the dark blue internal part (female connector). It was further reported that there was difficulty disconnecting the patient line of a cassette from the dark blue end (female connector) of the transfer set. This occurred when the patient disconnected the female connector from the patient line during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. There was no evidence of solvent on the main body. Functional testing including clear passage and clamp function testing were performed with no issues noted. During functional leak testing the transfer set was connected and disconnected from an in lab patient line connector and no issues were observed; therefore the reported connection issue was not verified. The reported separation between the female connector and main body of the transfer set was verified. The cause of the separation was due to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.